Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the sample line that had popped off the bottom of the flow-cell. The fse verified repair per established procedures. Per the fse, the root cause of the leak was attributed to the faulty sample line to the bottom of the flow-cell. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a fluid leak on the right side of the coulter lh 750 hematology analyzer that appeared to be clenz. Per the field service engineer (fse), the customer was getting diff vote-outs before placing the system in shutdown; however, the customer did not report any impact to sample results associated with this event. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat, and goggles at the time of the event. An exposure control or risk management plan is in place at the customer's facility. The material safety data sheet (msds) was not reviewed; however, it is readily available. There was no report of exposure to mucous membranes or open wounds. No injuries occurred and medical attention was not sought.